Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. The product has not been returned to isi for evaluation. A review of the provided image and video clip associated with this event was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). From the image provided, the cde confirmed that there was tissue (what appears to be fat, with some slight vasculature) getting caught on the proximal portion of the force bipolar jaw. From the video provided, they could not see any defect in the force bipolar that would lend itself to catching tissue. They could not determine a root cause of this event and would request that the instrument be returned via RMA for failure analysis review. A review of the system logs and of the device logs for the force bipolar instrument used in the procedure could not be performed at this time, due to insufficient information. No lot number was provided, and the site could not verify during which procedure the issue occurred.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp procedure, tissue became caught on a force bipolar instrument, causing minor bleeding, which was resolved with cautery. Per the surgeon, this has happened maybe 15-20 times in the past 18 months, or so. He mainly does abdominal wall re-constructions and the creation of tissue flaps for hernia repair procedures. He doesn't grasp the tissue with the force bipolar instrument; rather, he pushes the tissue with the arm to retract it. Further back on the instrument, where the jaws open and close, there is a hook on both sides that will catch tissue and grab it. Often the universal surgical manipulator (usm) is off-screen at the time, and he does not see the issue right away. When the tissue catches, it either creates a hole in the tissue flap that he just made, or it causes controllable bleeding. When holes occur, he sutures them; he has not had an instance where the hole was irreparable. He has not had the instrument catch on a major vessel or have any significant bleeding; he has only experienced minor bleeding, which he resolves with cautery. He has never had to excise tissue; he releases the tissue from the instrument by opening and closing the jaws, and then he uses the other usm, usually with the monopolar curved scissors installed, to push the tissue off of the force bipolar instrument. That is when the hole in the flap is created. In this instance, the issue caused bleeding, but no hole in the flap. The surgeon could not provide specific dates, event information, or any further details regarding the 15-20 previous cases where this issue occurred. The surgeon has no concerns for long-term consequences for his patients, as this issue has never resulted in any post-operative complications for his patients. He considers this more of a nuisance and a minor problem that can be addressed intra-operatively. He has always been able to finish the procedure using the same instrument; he has never needed to open a new instrument as a result of this issue.